Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The customer was admitted to hospital and the customer experienced no other symptoms. It was reported that the insulin pump was not administering the required boluses and was also rejecting new batteries. Troubleshooting was not performed. It was unknown whether the customer was using insulin pump within 48 hours prior to event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and it will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Possible under delivery anomaly not confirmed. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen with water exiting the infusion set. No bolus anomaly noted. Earliest power data available per the power management tool/detail trace file is on 12/21/2023 at 5:14:57 am. There was no power data available for the event date of 01-nov-2022. Unable to check power data for failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted during visual inspection: minor scratched display window, scratched/peeling display window cover, scratched case, cracked case at corner of the belt clip rail, broken belt clip rail, customer applied adhesive to the broken belt clip rail, faded serial number label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 01-nov-2022 due to no data available. Unable to perform the history review 1 week prior to the event date 01-nov-2022 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Possible under delivery anomaly/bolus anomaly not confirmed. Failed battery test alarm unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.